Event description:
A customer contacted beckman coulter inc. (Bec) regarding a slight leak that was observed while troubleshooting the unicel dxc 600 synchron clinical system for ise (ion-selective electrode) calibration issue. No injury was reported and no erroneous patient results were generated.

Manufacturer narrative:
The customer called bec cts (customer technical support) and stated she just replaced the potassium (k) and calcium (ca) tip. She then ran calibration and k and ca failed due to reaction noise. Cts asked customer if everything was reconnected firmly and correctly per procedures and also asked customer to wear personal protective equipment (ppe) and prime ise flow cell with ise reference buffer 10 times. During priming it was discovered that the ca tip was not tightened all the way and had a slight leak. Once tightened, the customer did not have any further leaking issues. (B)(4).